Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to an erased history file. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked case near the display window corner, and a stained end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error alarm. The alarm was cleared and then the insulin pump alarmed for a motor position encoder error. The customer changed the set and still received the motor error alarm. The customer did not know the blood glucose reading. The insulin pump had not been dropped or bumped or exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.